Event description:
It was reported that the patient's generator and lead were replaced due to high impedance. Pin reinsertion was not attempted prior to replacement and the doctor did not see any damage on the explanted lead the explanted lead and generator were discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator within a month of generator replacement. There was no known trauma or manipulation to the vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.